Event description:
Ous MDR - it was reported that a message regarding battery depletion was received via home monitoring about 35 months after the implantation. The device was explanted and returned for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was mol1, 14 charge processes had been documented. The charge drawn from the battery was checked. The check indicates a discharge of the battery not meeting expectations. The current uptake of the device was then analyzed, which proved to be normal. An additionally performed long-time study of the current uptake also showed no anomalies. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. The measurement confirmed that the battery discharge did not meet expectations. The battery was returned to the battery manufacturer for an extensive analysis. First, a microcalorimetric measurement of the battery was performed. This showed a heightened heat tint. In a next step, the battery was opened and examined. A reduced local resistance was detected on the cathode side. This locally reduced resistance enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation was the result of an increased self-discharge of the battery. The electronic module proved to be normal during the analysis. Based on the analysis, it can be assumed that the therapy functions critical for patient safety were available without restrictions during the implantation time.